Event description:
The hosp reported that during a coronary artery bypass procedure, three heartstring seals did not load properly. The surgeon pressed on the wings, pushed the delivery tube down, released wings, pulled the delivery tube out from the loader and seals stuck in the loader device. The surgeon converted the procedure to partial occlusion clamp and the procedure was completed. No further pt complications were reported by the hosp. This report is for the second seal.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).